Event description:
The passeo-18 peripheral balloon catheter was selected for dilatation of a severely calcified lesion in the mildly tortuous proximal to mid sfa. The device was flushed with saline at the straight port and the wire was inserted over the balloon tip. The passeo-18 was positioned at the proximal sfa and inflated from np 6atm. The balloon was burst at 8atm inside the vessel at the proximal sfa. The device was then removed from patient.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was returned in a partially deflated state. During functional testing a fine jet of water was seen to emerge from the distal balloon portion. Microscopic inspection showed a pinhole about 28 mm proximal to the distal radiopaque marker. In close vicinity to the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy (i.e. Calcified lesion).